Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to dislocation.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it was reported that the patient experienced 5 times dislocation on unknown dates after the initial hip arthroplasy (surgery date unknown). Subsequently patient was revised on an unknown date due to dislocation. Review of received data: according to the letter from the patient, the hip implants last 8 years. Dislocation happened 5 times during those years. The patient went through a revision surgery in (B)(6) 2018. The patient also state that the doctor identified wear during revision. Further, dislocation happened during sleep or getting out of the chair was mentioned. No medical data such as x-rays, surgical notes or any other case-relevant documents have been received at the time of investigation. Devices analysis: no product has been returned to zimmer biomet at the time of investigation for in-depth analysis. Review of product documentation: the compatibility between biolox head and liner was checked from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, the compatibility check between head and stem could not be performed, as the reported ref number of stem does not match any product in sap. The device history records could not be reviewed as the lot number is unknown. Conclusion summary: neither x-rays, operative notes nor office visit notes were received. The complaint could not be confirmed. The devices or photos of the explanted implant were also not received; the condition of the component is unknown. Patient factors that may affect the performance of the components such as activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is also unclear whether the patient underwent trauma or fall that could related to the dislocation. Further, event date of the each dislocation event and corresponding treatment were not reported. It is unclear whether the implant was dislocated several times within a short time frame. In general, possible cause for dislocation includes surgical and device related factors as well as patient related factors; for example, suboptimal reconstruction of anatomical position, wrong selection of component size, malalignment, impingement, soft tissue laxity, suboptimal surgical technique,as well as traumatic incident, patient activity and positioning. Some movement and position that could increase the risk for dislocation should be avoided such as crossing legs during sleeping, sitting on a low chair and leaning forward when getting out the chair (large hip flexion angle) etc. However, it is unclear to which extent other factors have played a role in the complaint event. Base on the current available information, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.